Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus was not calibrated. The flex cable between xy board and overlay was reseated and the stylus was calibrated. It was noted that the system fan was noisy and it was replaced. It was further noted that the programmer failed right antenna connection and the antenna was reseated. The hard drive was reconfigured and the software was reloaded and updated. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer would not calibrate. The programmer was received for repair. It was further reported that there was no patient involvement.